Event description:
Pt found in cardiac arrest; resuscitation measures initiated. Pt entered into resq valve study. Valve attached to face mask of bag valve mask. Fit was very loose and resq valve repeatedly fell off face mask.